Manufacturer narrative:
Trackwise # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary bypass procedure, heartstring iii system 4.3mm proximal seal did not come out when the plunger was pressed. A new device was used and the operation was completed without issue, with no impact on the patient. There were no procedural delays.

Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, g3, g6, h2, h6, h11. The lot # 3000369130 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.